Event description:
It was reported that during an implant procedure an angiography revealed that only one target vessel was available, after fixing the left ventricular (lv) lead, the test found that all low-threshold vector diaphragm thresholds were low and unavailable. The surgeon considered switching to left bundle branch placement with an implantable cardioverter defibrillator (ICD). When the left bundle branch lead was implanted, the patient's blood pressure dropped, and heart rate increased. To ensure the safety of the surgery, the left bundle branch lead implant was abandoned, and the single-chamber ICD was used instead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.